Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (infection, renal failure, mural thrombus, infarcts, endocarditis, cardiomegaly, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. No device-related issues were observed during the evaluation of hm3 lvas, serial number (B)(6). (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The cuff lock was returned fully engaged with the apical cuff in place. The pump appeared to be exposed to a fixative. White and red fixed depositions were observed in the inflow cannula, outflow graft lumen, and pump outflow. Residual, partially fixed, post-explant blood was also observed in the interior of the pump cover, rotor well, and pump rotor. The observed depositions appeared consistent with blood remaining in the device post-explant, and being exposed to a fixative. These depositions were not tissue-like and did not appear to be present while (B)(6) was supporting the patient. No thrombus formations were observed on the blood-contacting surfaces of the pump. (B)(6) was otherwise unremarkable. Upon removal of the fixed blood, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended, with stable estimated pump flow mean values. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20sep2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hm3 lvas IFU lists renal dysfunction, infection (including driveline and pump pocket or pseudo pocket infection), peripheral thromboembolic events, and myocardial infarction as adverse events that may be associated with the use of the hm3 lvas. Care instructions in regards to preventing infection are included in several sections of the IFU and hm3 lvas patient handbook. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: previous infection were reported under MFR # 2916596-2020-03939. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient has had significant pseudomonas infection that cause him to lose his left eye, had infected automatic implantable cardioverter defibrillator, (aicd) leads which were unable to be removed, chronic endocarditis and lvad infection with worsening renal function and now renal failure. Over the last several months the patient had voiced a decrease quality of life. Patient completed a medical orders for life-sustaining treatment (molst) as do-not-resuscitate (dnr) comfort care. Patient wasted to stop the lvad therapy. Unfortunately patient was fiercely independent and want to die at home but did not want to involve his family in the process. On thursday evening patient planned to just let his batteries run out of power and let the vad stop. His mother who has dementia did not remember and became distressed and she called her other son who was unaware of the plan and called ems. The details became very confused and the patient's brother thought that he was giving up and trying to end his life and ems interpreted this as suicide attempt, which was a very sad unfortunate misinterpretation. On arrival to the ed, this event was clarified and patient was admitted to 434 for comfort care. The autopsy report states the major diagnosis as secondary cardiomyopathy with implanted hm2 lvad and subcostal chronic active peri-driveline abscess containing numerous polymorphonuclear leukocytes (pmns), post mortem culture positive for p. Aeruginosa. The patient had cardiomegaly (760 g) with four chamber dilatation, extensive scarring consistent with remote infarcts, transmural (anterior and lateral left ventricle and right ventricular free wall; and nontransmural (interventricular septum), with fibrous organized mural thrombus and marked endocardial fibrosis. The internal aicd with electrodes in right atrial appendage and apical right ventricle, chronic adhesive pleuropericarditis with dense fibrosis. Lvad core specimen reported as dense replacement fibrosis, consistent with clinical history of ischemic heart disease.